Event description:
Hip revision. Patient have indication of infection. During cleaning operation wear of the trunnion was noticed.

Manufacturer narrative:
Reported event: an event regarding fretting and infection involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event for fretting was confirmed by clinician review and event of infection was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted, " no clinical or pmh, no dated serial x-rays, no surgical pathology or laboratory reports, no report of subsequent revision surgery, no examination of explanted components. Based upon the information available for review, the translated revision operative note appears to confirm the event description of "wear of the trunnion", but insufficient information is available to create a medical report for this case." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot and sterile lot referenced. Conclusions: it was reported that patient had a revision due to infection, during cleaning operation wear of the trunnion was noticed. The available medical records were provided to the consulting clinician for a review which noted that no clinical or pmh, no dated serial x-rays, no surgical pathology or laboratory reports, no report of subsequent revision surgery, no examination of explanted components. Based upon the information available for review, the translated revision operative note appears to confirm the event description of "wear of the trunnion", but insufficient information is available to create a medical report for this case. The subject device has been identified to be within scope of nc/CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc/CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The event for infection was not confirmed nor the cause be determined as insufficient information was provided. Further information such as medical documentation and returned devices are needed. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. No further investigation is required. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. H3 other text : device not returned.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Hip revision. Patient have indication of infection. During cleaning operation wear of the trunnion was noticed.